Event description:
It was reported by service report that the zoom drive was not working correctly; it would disengage during operation or go in the wrong direction. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: pcb box assembly.